Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a continuous glucose monitor (cgm) reading of 54 mg/dl for approximately 30 minutes while using an fsl3+ with the ilet system, after discontinuing meal announcements which led to algorithm maladaptation and a planned factory reset. Symptoms include anxiety, hot flushes/flashes and distress associated with hypoglycemia reported. Outcomes included the need for oral carbohydrate treatment, with education provided that 15 grams of fast-acting carbohydrate are required. The patient treated with one round of 15 grams and glucose was trending upward. Investigation included troubleshooting, education on appropriate hypoglycemia treatment. Investigation of this case revealed user-related undertreatment of hypoglycemia and altered use behavior that affected algorithm performance. It was concluded, based on previously established findings for similar reports, that the cause was use error related to insufficient treatment of hypoglycemia and deviation from recommended operation leading to algorithm maladaptation.